Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, the laser fiber was not pushed to the end of the catheter and the ablation was off target. During set-up, the surgeon inserted the fiber into the catheter so that the fiber was just shy of the end of the catheter, not pressing against the bottom, and marked (with surgical tape) the top of the fiber where it exited the catheter. This was done to show how far to insert the fiber when it was time to ablate. The surgeon then inserted the catheter, but did not insert it all the way to the target, in order to not puncture the lesion before ensuring the position was correct. After taking scout images, and determining the catheter was in the correct spot, the surgeon inserted the catheter to the target with the fiber inserted. When doing the test dose with the laser, to ensure it was placed correctly, the lesion remained black on the while colored pixels started appearing in the area below the lesion. When questioned, the surgeon stated the fiber was properly placed and began ablating. The temperature map (tmap) showed ablation occurring beneath the lesion, but no pixels appeared in the lesion showing heating. The surgeon then had a contrast exam done and it showed the area ablated about 10 millimeters below the target. The surgeon then pushed the catheter, not the fiber, into the anatomy another 10 millimeters. The scout scans then showed the tip of the catheter 10 millimeters past the target. The test dose from the laser showed heated pixels appearing in the lesion. The surgeon decided to continue with ablating, and after this ablation, the surgeon was satisfied with the result and did not continue with more ablation. When removing the fiber and catheter, it was discovered that the fiber itself was not inserted fully into the catheter, approximately 10 millimeters of fiber was not inserted. It was noted that the fiber was not inserted all the way to the surgical tape that the surgeon had originally placed on the fiber to guide how far it needed to be inserted into the catheter to reach the tip. This approximately 10 millimeters of fiber that were not inserted correspond to the first ablation that showed the area of ablation 10 millimeters off of the target. The tip of the catheter was on target, but the tip of the fiber was 10 millimeters away from the tip of the catheter. There was a 15 minute delay to perform a second ablation. Reported was that it was determined the following day, that the patient was partially blind in the right eye; it is unknown if this related to the first ablation or to removal of tumor in the second ablation. In trouble-shooting, moved catheter in approximately 10 millimeters, second ablation appeared on target : successful.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient information was not made available from the site. Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. On 04/28/2015 a medtronic representative, following-up at the site, reported per the site, "patients right visual fields returned to normal per the surgeon". -04/28/2015 per medtronic representative, temperature map (tmap) was black due to one coil being used with clearpoint as opposed to the normal 2 coils we use for an enhanced signal. Also, tmap and area of interest were black due to no heat signal from the cav mal we were ablating. Tmap computer settings were good during case. 04/30/2015 software investigation completed. Findings are that the surgeon was not properly using the thermal therapy system. It was determined that the fiber itself was not inserted fully into the catheter, approximately 10 millimeters of fiber was not inserted. The fiber was not inserted all the way to the surgical tape that the surgeon had originally put on the fiber marking distance needed to be inserted into the catheter to reach the tip. This approx 10 millimeters of fiber that were not inserted correspond to the first ablation that showed the area of ablation 10 millimeters off of the target; the tip of the catheter was on target, however, the tip of the fiber was 10 millimeters away from the tip of the catheter. The temperature map (tmap) was black due to one coil being used with clearpoint as opposed to the normal 2 coils we use for an enhanced signal. Additionally, tmap and area of interest were black due to no heat signal from the cav mal we were ablating. Tmap computer settings were good during case. Software is functioning as designed. Use error.

Manufacturer narrative:
Patient information provided.